Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue with the user was not able to issue medication. A technical support specialist confirmed that the medication not assigned in the system and then the user was able to issue the medication. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini was unable to issue medications. There were no adverse events or injuries reported based on this event.